Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that gradually, over a period of about a month or so, (since (B)(6) 2023) they noticed they were having more urination and leaking/the therapy stopped helping. Patient stated they'd been on program 1 and had done fine on program 1 up until then. Patient stated they had a bone density test around (B)(6) 2023 and they wanted to know if the scan could have caused something. Patient stated they tried increasing the stimulation on program 1 however they weren't feeling the stimulation when they'd been able to feel the stimulation before. Patient denied having had any falls or traumas that led to the issue. Patient services reviewed therapy expectations, device description/function and programming and stimulation considerations. The patient wanted assistance in switching to a new program so patient services walked the patient through connecting to their settings and "switching" to program 2. Patient was able to increase the stimulation up to a level where they felt the stimulation comfortably in their bike-seat region. The patient was going to monitor their symptoms now that a change had been made. Patient was also redirected to follow up with their health care provider (hcp) if they still had symptom concerns and to check the implanted system if needed. Patient also mentioned they would be needing an MRI soon so patient services reviewed activating and deactivating MRI mode with the patient. Documented reported event. No further action was taken by patient services.